Event description:
A patient was implanted with the freehand system hand grasp neuroprosthesis in 1997. Four days prior to event date the patient reported that the muscles appear to be activated at random as if the arm is in spasm. The external controller unit is believed to be functioning properly, and malfunction of the implantable receiver-stimulator (irs) is suspected. The irs was surgically replaced in 2001.